Event description:
It was reported by the rep that the one tx60b was used during a low anterior resection procedure. It was reported that this was emergency operation for the obstructed carcinoma of rectum. After the bowel was mobilized, the stapler was placed for distal transection and fired. The instrument fired, instrument was removed, and the staples were not formed. The bowel was clamped to stop the bleeding and another instrument was placed on tissue and fired successfully. There was an extended operating room time.